Event description:
Started with pain in my left breast. Dropping things, stomach issues, back pain, nerve problems, prolapse bladder, muscle weakness, nausea, fatigue, hair loss, burning eyes, pain in chest, shortness of breath, brain fog, difficulty concentrating, locking of joints, swelling, headaches, heart palpitations, shaking uncontrollably, anxiety, acid reflux, neck and shoulder pain, fibromyalgia symptoms, m.s. Symptoms, lyme disease symptoms, dry skin. There are just some symptoms I can think of at the top of my head that have come and gone or worsened during the last 3 years with the implants.